Event description:
It was reported that there was an exposed lobe of the left atrial appendage. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination 45 days post index procedure, (B)(6) 2023, it was discovered the posterior lobe of the laa was not sealed by the closure device. There was no movement or shift of the closure device. The suspicion is the exposed portion was due to poor imaging on the day of the initial implant. Intervention is currently being discussed.

Manufacturer narrative:
Media analysis procedural media was received and analyzed by a boston scientific medical director. In the procedural imaging provided a peri-device leak was identified. Analysis of the echocardiographic imaging confirmed the reported event of device did not seal.

Event description:
It was reported that there was an exposed lobe of the left atrial appendage. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination 45 days post index procedure, (B)(6) 2023, it was discovered the posterior lobe of the laa was not sealed by the closure device. There was no movement or shift of the closure device. The suspicion is the exposed portion was due to poor imaging on the day of the initial implant. Intervention is currently being discussed.